Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
The complainant received a recall letter and called to report that the catheter tip was scraping the urethra upon insertion. Allegedly, the complainant was unsure why the catheter was sharp at the tip. The complainant alleged that a uti and self-limited bleeding was experienced. The complainant alleged that the uti was treated with antibiotics for seven days.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
The complainant received a recall letter and called to report that the catheter tip was scraping the urethra upon insertion. Allegedly, the complainant was unsure why the catheter was sharp at the tip. The complainant alleged that a uti and self-limited bleeding was experienced. The complainant alleged that the uti was treated with antibiotics for seven days.